Manufacturer narrative:
Unit received with operating currents within specification. Unit passed , displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. However, pump error during self test and confirmed in pump history due to cold solder joint at keypad assembly. Pump was returned for power error. Detailed trace analysis confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed a pump software error. The customer's blood glucose reading was 273mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.